Event description:
It was reported to philips that the system gave alerts indicating communication issues and memory issues with the image processing computer, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, this was a remote alert case raised by the remote monitoring team as a result of daily log file upload and analysis. In this instance, the customer was unaware of any issue with the system, and there was no impact on the workflow. The philips field service engineer (fse) inspected the system onsite and found that the system gave alerts indicating communication issues and memory issues with the image processing computer, impacting imaging. To resolve the issue, the fse replaced the ippc and drives and reinstalled the operating system and application software. After replacing the ippc and drives, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported problem did not impact the completion of the procedure. The procedure was completed as planned using the same system, with no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.